Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide aviva system product information.

Event description:
Customer reportedly received result of 350 mg/dl on the aviva combo system and 150 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event related to the devices were reported. Requested return of suspect device and replacement was sent.